Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a merlin.net transmission showed an alert for high, out of range, high voltage lead impedance. The lead had historically trended at high hv lead impedance values. The physician elected to monitor the lead at this time. The lead remains implanted.